Event description:
A revision surgery was performed due to unknown reasons. No more information available.

Manufacturer narrative:
The affected complaint devices were not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
This report is a duplicate of MDR 1020279-2019-01390. Investigation findings will be issued via a supplemental report to that MDR number.